Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 62 mg/dl. Subsequently, customer became unconscious, causing a fall resulting in scrapes on customer's face. Reportedly, customer took a manual injection while still receiving basal via the pump. Bg was treated with consumption of carbohydrates, and glucose paste. Reportedly, customer left the ER 1 hour later with customer in stable condition (bg 110 mg/dl).